Event description:
The customer contacted baxter's technical service center to report a smell on a homechoice (hc) machine during use. The registered nurse (rn) stated that she went over to help program the hc and it was too hot and it smelled funny. The technical service representative (tsr) initiated a swap of the machine. The rn had the home patient (hp) using their old hc for the night. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the hc was operational. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of the device was too hot during use. The reported condition was neither confirmed in the event history log review, nor confirmed during the sample evaluation. The assignable cause of the reported issue was undetermined. The device was sent for normal servicing.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.